Manufacturer narrative:
Device passed the displacement, prime/compromised force sensor system and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. Device received with scratched on display window and cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a no delivery alarm during prime. Customer's blood glucose was 450 mg/dl. During troubleshooting, device did not alarm a no delivery alarm during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.